Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, a CT scan performed (date not reported) reveals the electrode array to be extra cochlea. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same procedure, the patient was re-implanted with a new device. This report is filed june 28, 2016.